Event description:
Customer reported her insulin pump is not working. The device started squealing. Customer put a new battery in but the device is still not working. Customer's blood glucose was 163 mg/dl. Customer uses (B)(6) brand batteries. Customer cleaned the battery contacts and reinserted the battery. The device turned on but it started counting down. The device alarmed battery out limit and then it went blank. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump was monitored, and no audio beep or squealing noise anomaly noted during testing. Unable to verify the battery out limit or other alarms due to the blank display. The pump also had a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).